Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. Based on the investigation of the returned sample it was confirmed that the guide wire was stuck inside the guide wire lumen and that a removal of the guide wire was not possible. It was also confirmed that the delivery system and the guide wire were removed from the patient together as one unit and that the user released the stent outside the patient. Previous investigations of similar complaints have been reviewed. The reported event may be related to difficult anatomic conditions leading to increased friction. Insufficient flushing may be a contributing factor. Furthermore, the reported failure may be use related as rough handling especially during unpacking or preparation may lead to damage. A manufacturing related issue was considered. However, no damage was observed on device or device packaging prior to use and the guide wire lumen is protected during production with a fully inserted mandrel. The IFU states regarding potential damages: ¿examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used.¿ the IFU also states: ¿if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used.¿ and ¿flush the inner lumen of the stent system with heparinized normal saline prior to use.¿

Event description:
It was reported that during a stenting procedure for treatment of a 99 % stenosis in the sfa via ipsilateral access through the femoral artery, the stent delivery system became stuck on the 0.035" guide wire used. The delivery system and the guide wire were removed as a single unit. The procedure was completed successfully by using another delivery system of the same brand and another guide wire. There was no reported patient injury.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any patient details. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # (B)(4).

Event description:
It was reported that during a stenting procedure for treatment of a 99 % stenosis in the sfa via ipsilateral access through the femoral artery, the stent delivery system became stuck on the 0.035" guide wire used. The delivery system and the guide wire were removed as a single unit. The procedure was completed successfully by using another delivery system of the same brand and another guide wire. There was no reported patient injury.